Event description:
It was reported that surgery was performed to decompress the facial nerve of the implanted ear. Some electrodes are in the cochlea. However, the device could not be activated. After six months, it is reported that the patient has a grade 6 facial paralysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient is not using the implant. The patient's device remains implanted. The center is pursuing device implant surgery on the contralateral ear. This is the final report.